Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to exacerbation of acute heart failure and due to complicated pneumonia. The pump was explanted on (B)(6) 2024. The pump and one system controller were set to return. It was additionally communicated on (B)(6) 2024 that the doctors believed the cause of the heart failure exacerbation was the inability to control the pneumonia. Pseudomonas aeruginosa was found to have colonized the driveline insertion site and respiratory tract, but it became multidrug-resistant. On (B)(6) 2024, driveline abscess drainage was performed under general anesthesia for driveline infection. Due to the effects of postoperative invasiveness, the patient developed pneumonia caused by multidrug-resistant pseudomonas aeruginosa. Chest radiographs showed a decrease in the permeability of the lung field, and exacerbation of heart failure was also suspected. However, it was difficult to differentiate it from pneumonia. On (B)(6) 2024, an intravenous infusion of aldreb was started against resistant pseudomonas aeruginosa, which was a pneumonia-causing bacterium, but the improvement in pneumonia was poor. No additional treatment for heart failure was provided. The doctors believed that there was no causal relationship with the device. The occurrence of the event was due to the patient's condition and was not directly caused by the device.

Event description:
It was additionally communicated that the patient was bedridden for a long time due to cerebral infarction, and long-term management by tracheostomy was carried out. However, the cause of death was considered to be pneumonia caused by multidrug-resistant pseudomonas aeruginosa detected in the sputum from (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported heart failure exacerbation and patient outcome could not be conclusively determined through this evaluation. (B)(6), was returned with the pump cable intact. The modular cable was returned detached from the pump cable inline connector. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft attachment hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned pump appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev c. Are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (localized, driveline, pump pocket or pseudo pocket) and death as an adverse event, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.